Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements. Boston scientific technical services discussed that the rise in impedance measurements was gradual and recommended continuing to monitor the system. The system remains in service. No adverse patient effects were reported.